Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. No further investigation is warranted at this time. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the distal tip of the twinfix ultra pk 5.5mm anchor was broken. There was a reported delay of less than 30 minutes. No patient impact was reported.